Event description:
Fresenius medical care canada, inc. Reported that there was excessive fluid removed during a hemodialysis treatment. The patient became hypotensive 35 minutes into the treatment and was given 500 ml. Of saline. Based on the pre and post weights reported, saline given and what the machine indicated was removed, there was a weight loss variance of approximately 2.8 kg. There was no serious injury or illness.